Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/14/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The clear silicone insulation of the cold jaw was observed to be intact with no visual defects. The insulation of the hot jaw was observed to be peeled from the tip of the jaw but remained attached. The heater wire was observed to be lifted and twisted away from the base of the hot jaw while remaining attached to the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw/delaminated", as well as the analyzed failure "material twisted/bent; wire", was confirmed. The lot # 3000380314 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws insulation was peeling off. The device had not yet been inserted into the cannula. A new device was opened to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.